Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device did not start. During troubleshooting fse found faulty bios backup battery in host computer. Fse replaced the bios backup battery, reset bios settings and checked the correctness of operation. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not start up. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the host pc's bios batteries and the bios settings were restored. The device was returned to expected functionality.